Manufacturer narrative:
(B)(4). (B)(4) - no pre-dilatation (direct stenting) and use in incorrect anatomy (saphenous vein graft.) There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the saphenous vein graft lesion was not pre-dilated prior to the implantation of the xience v stent. It should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 4.25 mm. The safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. Additionally, the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is unknown how the failure to pre-dilate the lesion and use of the xience v in a saphenous vein graft may have contributed to the patient effects.

Event description:
It was reported via a trial that on (B)(6) 2010, the patient underwent direct stenting in the saphenous vein graft with one xience v stent. On the evening of (B)(6) 2010, the patient was found unresponsive, went into cardiopulmonary arrest, and expired despite the provision of CPR, medication, and advanced cardiac life support. The patient had been in the hospital since (B)(6) 2010 for an arterial occlusion in the right popliteal artery requiring thrombolysis and surgery. An autopsy report was not available. There was no additional information provided.